Event description:
A hospital in (B)(6) requested a performance check of a pw810 radiant patient warmer and during servicing the power fail alarm was found to be not working.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695. Method: the complaint patient warmer was returned to an fisher & paykel healthcare (fph) service centre in france where it was inspected by a trained fph technician. The returned patient warmer was manufactured in 2003. Results: during the performance check of the unit it was found that the power fail alarm was not working. Conclusion: the power fail alarm alerts the user in the event that power fails while the patient warmer is switched on. Given the age of the unit (11 years) the failure was probably due to wear and tear of the pcb components. The patient warmer product technical manual advises the user to "unplug the power cord from the wall supply socket" and check that the power disconnect (power fail) alarm functions. The returned patient warmer was fitted with a new power pcb and was returned to the customer after passing the safety and performance tests.